Event description:
Patient's daughter called in on (B)(6) 2022 stating she thinks patient got a uti from the men's liberty starter kit that was purchased. She explained patient is currently in the hospital due to uti. She explained the men's liberty bag and leg bag were on for two nights, and that this possibly caused the infection. Patient's daughter thinks the pouch was overfilling and backing up. Nurse explained how to avoid infection with proper application and positioning. Nurse spoke with the patient's daughter again on (B)(6) 2022. Patient's daughter explained he is out of the hospital, cleared of infection, and wants to start to use men's liberty again.

Manufacturer narrative:
Hospital or doctor's notes confirming the uti or hospitalization were requested and never received. Doctor's notes listing medical history during patient set-up were reviewed. Patient notes mention a history of urinary incontinence, prostate issues, urinary retention, and bladder outlet obstruction. Report will be updated if further notes are received. No lot number of the device was provided so, manufacturing records were not able to be reviewed. There is no confirmed history of infection related to our product. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.